Event description:
Boston scientific received information that this patient with a pacemaker fainted and was subsequently admitted to the hospital. The electrocardiogram (ECG) showed a rate of 35 beats per minute and spikes without qrs. Pacing inhibition was suspected. The patient was checked and all measurements were in range and no noise and no lead issue was observed. However, there were high pacing thresholds. The physician decided to implant a new pacemaker and an unknown right ventricular (rv) lead. Evidence suggests that this pacemaker is no longer in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient with a pacemaker fainted and was subsequently admitted to the hospital. The electrocardiogram (ECG) showed a rate of 35 beats per minute and spikes without qrs. The patient was checked and all measurements were in range, no noise and no lead issue were observed. However, there were high pacing thresholds. The physician decided to explant the pacemaker and implant a new one. Attempts to obtain the lead information was unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.